Manufacturer narrative:
Reported event of stent migrated. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted during a biliary stent placement procedure on (B)(6) 2010 as part of the e7016 wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis on (B)(6) 2008. On (B)(6) 2010, a pre-study stent placement cholangiogram revealed a proximal biliary stricture. On (B)(6) 2010, liver function tests were performed. On (B)(6) 2010, a baseline biliary obstructive symptoms assessment was performed and included the symptoms of jaundice and dark urine. On (B)(6) 2010, the patient underwent biliary stent placement for the proximal biliary stricture. A sphincterotomy was performed prior to the procedure; therefore, a sphincterotomy was not performed during the stent placement procedure. The stricture had not been previously dilated. The stent was deployed in a satisfactory position across the stricture. The subject was treated as an inpatient and was discharged on (B)(6) 2010. On (B)(6) 2011, it was noted that the study stent had migrated. Reintervention was performed for the early removal of the migrated stent. Additional information received since august 23, 2011: according to the complainant, the date of the pre-study stent placement cholangiogram was (B)(6) 2010, not (B)(6) 2010 as previously reported. On (B)(6) 2011, during the study stent removal, difficulty was encountered when removing the stent. According to the complainant, the upper end of the stent was caught on the biliary wall. The stent was successfully removed using a loop. There was no migration of the study stent as was previously reported. A new stent was not placed as the emptying of the main bile duct was seen as very good. On (B)(6) 2011, the patient was discharged from the hospital.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted during a biliary stent placement procedure on (B)(6) 2010 as part of the e7016 wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis on (B)(6) 2008. On (B)(6) 2010, a pre-study stent placement cholangiogram revealed a proximal biliary stricture. On (B)(6) 2010, liver function tests were performed. On (B)(6) 2010, a baseline biliary obstructive symptoms assessment was performed and included the symptoms of jaundice and dark urine. On (B)(6) 2010, the patient underwent biliary stent placement for the proximal biliary stricture. A sphincterotomy was performed prior to the procedure; therefore, a sphincterotomy was not performed during the stent placement procedure. The stricture had not been previously dilated. The stent was deployed in a satisfactory position across the stricture. The subject was treated as an inpatient and was discharged on (B)(6) 2010. On (B)(6) 2011, it was noted that the study stent had migrated. Reintervention was performed for the early removal of the migrated stent.

Manufacturer narrative:
(B)(4) study clinical trial a visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The device was used as per the (B)(4) study protocol to assess the safety and performance of temporary placement of the (B)(4) fully covered stents as a treatment of biliary obstruction resulting from benign bile duct strictures. Infection, inflammation, abscess with fistula formation, and stent embedment in common bile duct (cbd) wall are listed in the boston scientific (B)(4) study protocol as potential complications associated with the use of this device. Therefore, the most probable root cause classification is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a (B)(4) fully covered stent was implanted during a biliary stent placement procedure on (B)(4) 2010 as part of the (B)(4) study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis on (B)(6) 2008. On (B)(6) 2010, a pre-study stent placement cholangiogram revealed a proximal biliary stricture. On (B)(6) 2010, liver function tests were performed. On (B)(6) 2010, a baseline biliary obstructive symptoms assessment was performed and included the symptoms of jaundice and dark urine. On (B)(6) 2010, the patient underwent biliary stent placement for the proximal biliary stricture. A sphincterotomy was performed prior to the procedure; therefore, a sphincterotomy was not performed during the stent placement procedure. The stricture had not been previously dilated. The stent was deployed in a satisfactory position across the stricture. The subject was treated as an inpatient and was discharged on (B)(6) 2010. On (B)(6) 2011, it was noted that the study stent had migrated. Reintervention was performed for the early removal of the migrated stent. Additional information received since (B)(6) 2011. According to the complainant, the date of the pre-study stent placement cholangiogram was (B)(6) 2010, not (B)(6) 2010 as previously reported. On (B)(6) 2011, during the study stent removal, difficulty was encountered when removing the stent. According to the complainant, the upper end of the stent was caught on the biliary wall. The stent was successfully removed using a loop. There was no migration of the study stent as was previously reported. A new stent was not placed as the emptying of the main bile duct was seen as very good. On (B)(6) 2011, the patient was discharged from the hospital. Additional information received since (B)(6) 2011. On (B)(6) 2011, the patient presented with moderate hepatic abscess and was admitted into the hospital. The patient had septic signs with evidence of a large hepatic cyst with a liquid level (this was not present on the previous CT from (B)(6) 2011). On (B)(6) 2011, CT showed a large reconstitution of water and air collection, which is continuous with gallbladder perforation. The patient was cleared for drainage and a drain was placed. The site termed this event as (B)(6). On (B)(6) 2011, a sample of the hepatic abscess liquid (collected on (B)(6) 2011) revealed enterobacter cloacae resistant to amoxicillin. The patient had been on amoxicillin and flagyl po. The patient then underwent a change in medical treatment. On (B)(6) 2011, an intervention was performed for the treatment of cholecystitis. The stent was removed in order to free the cystic canal. Following the stent removal, testing showed a fistula from the right biliary duct and a fistula from the cystic canal. Adjudication results: the adjudication results for the event of cholecystitis with an onset date of (B)(6) 2011 determined that the event was related to the study stent. "Difficult to prove, but it seems that the proximal end of the stent had eroded into the bile duct and had also occluded the cystic duct causing cholecystitis, empyema, and gallbladder rupture with a resulting liver abscess." The adjudication results for the event of reintervention to treat the cholecystitis on (B)(6) 2011 determined that the event was related to the study stent.

Manufacturer narrative:
Additional information received since august 23, 2011. (B)(4). Study source: (B)(4) study clinical trial.